Manufacturer narrative:
The returned implant was examined. The components were confirmed to be detached from one another. The part was functionally tested. There was a gouge on the metal screw nut shaft that prevented reassembly, as the part no longer fit through the right peek jaw. Due to the fact that the product comes pre-assembled, it's reasonable to assume that this gouge was made after disassembly and was not the cause of the original disassembly. A probable cause of the retention feature failure can be attributed to the surgical tech over threading the inserter knob while initially loading the implant. This would cause premature opening of the peek cartridge and release of the implant. A review of the DHR did not find any issues which would have contributed to this event. The device's labeling provided instructions on attaching the assembled device to the inserter.

Event description:
It was reported that the implant disassembled when the scrub tech attempted to detach and reattach to the inserter. An alternate device was used to complete the case without reported patient harm.

Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. Information received from reporter confirmed that prosthesis disassemble upon detaching from inserter. Scrub tech tried first to attach to inserter upside down. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, based on the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during insertion on inserter. As indicated into surgical technique : visual control of contact can be confirmed using the window on the implant inserter. The word up, indicating the top of the device, becomes completely visible when the correct position is obtained. If any further information is found which would change this evaluation, a reassessment will be performed. Product not returned.

Event description:
Mobi-c p&f us : disassembly prior insertion. It was reported by sales rep. That during a mobi-c surgery : the mobi-c implant became disassembled when scrub tech attempted to detach from the inserter and reattach in the proper orientation (with the word up in the window of the inserter). Prosthesis disassemble upon detaching from inserter. Scrub tech tried first to attach to inserter upside down. It was never placed in the patient. A new implant was selected and placed into patient without any problem.